Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as sample material which caused a clot in the sample probe. The clot could not be removed; therefore, the fse replaced the sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low creatinine and cerebral spinal fluid (csf) protein results for a single patient sample on their dxc 700 au clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.